Event description:
No incident was reported. Integra manufacturing operator self inspection discovered a molding defect on the silicone elastomer dome of burr hole valves. Investigation determined that 2 burr hole valve lots totalling 39 valves had been shipped (lots# 0137342 and 0137433) and could present the defect, i.e. A too thin reservoir dome wall in the needle puncture area. A health hazard evaluation was conducted and determined the level or risk as low. A stop shipment was initiated in february and a recall was initiated 2 days later. Product was sent to one distributor. Two products were sent to one hospital. Product was not used. No product from lot numbers shipped to customers in the USA.